Event description:
Hcp reported pt presented with signs of an infection. These include fever. Ipg was removed in 2004 and returned to the MFR. A follow up report will be sent when additional info is received.